Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella rp and impella cp device for mechanical circulatory support. It was reported while on impella rp support, the patient experienced hemolysis that was confirmed by elevated plasma free hemoglobin levels. It was later reported the patient had an acute kidney injury that occurred from the hemolysis that occurred during impella rp support. The patient was placed on continuous renal replacement therapy as a result of the kidney injury. The physician stated that they were unsure if the hemolysis was due to the impella rp or the impella cp. It was also reported the next day that the impella rp became malpositioned. Due to the malposition, the physician decided to explant the pump due to the patient not requiring right ventricular support. The patient was successfully weaned and the impella rp was explanted. The patient remained on impella cp support.

Manufacturer narrative:
The investigation for the hemolysis, renal failure, and positioning issue has been completed. The pump was not returned for investigation. According to the clinical notes, the patient was reported with hemolysis diagnosed by elevated plasma free hemoglobin (pghb). This is when the cp pump was placed for left side support. The doctor reported that the hemolysis was resolved after the rp removal, while the cp pump was still in use. The data log shows that the rp had placement signal trends and motor current trends observed during the hemolysis event. Also, at the time of the hemolysis event, several suction alarms and the trending placement signal and motor current were reported on the cp pump. Also, the patient was on and off crrt during the impella support. Based on the data log review, the cause of the hemolysis issue was related to the patient condition. The cause of the renal failure issue was related to the patient's condition, as there is no connection between hemolysis and the device's performance. Rp pump was malposition on (B)(6). The cause of the positioning issue was most likely use related.